Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 showed device not detected on bus. A field service engineer (fse) assisted the customer to perform a hard shutdown and main drawer 2 was now detected on bus after the reboot and inventoried entire drawer. Then fse found that the storage space 2.2 cubie c3 not detected on bus, removed cubie and replaced the new cubie to resolve the issue. The customer reloaded the medication and tested cubie and drawer. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 showed that the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.